Manufacturer narrative:
The customer's calibration data was acceptable. The field service engineer discovered a misadjusted probe. He performed adjustments and alignments. Then the customer performed calibration and qc with acceptable results. The field service engineer performed precision testing. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for one patient tested on a cobas 6000 c (501) module. The patient was being tested prior to receiving chemotherapy. The patient's initial total bilirubin result was 6.3 mg/dl and this result was reported outside the laboratory. The patient's physician questioned the initial result due to the result not matching the patient's previous results. The patient had a new sample collected and tested for comparison. The customer determined the total bilirubin result from the new sample was correct. The patient's new sample had a total bilirubin result of 0.3 mg/dl. The patient received their chemotherapy treatment. The customer also performed repeat testing of the initial sample on another analyzer about an hour after the initial testing for confirmation. The patient's total bilirubin result recovered "much lower" but the exact result was not provided. The total bilirubin reagent lot number was 461969 with an expiration date requested but not provided.